Event description:
Caller reports that during a correlation study the following inform ii /laboratory results were obtained: 3.4 mmol/l/5.5 mmol/l. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).